Event description:
The manufacturer received information alleging a ventilator only operates on battery power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.